Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer alleged the metal part welded to the frame of the bed, which holds the left rail, fell of the frame. Per invacare (B)(4) evaluation: the weld holding where the plate the side rail attaches to has failed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the bracket that mounts the left rail was broken off of the frame. It was broken where it was welded to the head section, and there were scratches present at the mounting hole. Additionally, the electrical control unit mounting bracket at the foot section of the bed was bent. Therefore, the original complaint issue was confirmed; however, the underlying cause could not be determined.

Event description:
Customer alleged the metal part welded to the frame of the bed, which holds the left rail, fell of the frame. Per invacare (B)(4) evaluation: the weld holding where the plate the side rail attaches to has failed. Per the expanded evaluation report, the bracket that mounts the left rail was broken off of the frame. It was broken where it was welded to the head section, and there were scratches present at the mounting hole. Additionally, the electrical control unit mounting bracket at the foot section of the bed was bent.